Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely high-frequency endo therapy accessories, apc probe, or laser probe was used. However, the user did not use any of these accessories. The user can detect the event by handling the device according to the following instructions for use (IFU). Operation manual: "preparation and inspection: inspection of the endoscope". "Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the olympus field service engineer. The customer confirmed no high frequency instruments were used in the procedure preceding the identification of the distal end burn. However, it was confirmed the user facility does use high-energy devices in combination with bf devices during routine clinical procedures. It was reported that the device was not exposed to high temperatures. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited the distal end was seriously burnt and damaged. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).